Event description:
A blood glucose was performed on a pt with a result of 45mg/dl within 10 minutes on another device the result was 55mg/dl. A stat lab was ordered and the result was 72mg/dl. The newborn was not treated. The caller stated that controls were in range. A request was made for the return of the suspect device and replacement product was sent.